Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage bag itself leaking, reportedly in the seam. Recently they had other two events on temperature sensing foley catheter that do not drain. Two patients recently had temp sensing foleys placed that needed to be removed and replaced shortly after placement. When nursing flushes the catheter nothing comes out of the tip and the drainage hole seems to be faulty. The catheter that customer had was one that needed to be replaced. The patient that came in last night came with a foley from an outside facility that was changed to a temp sensing foley here at 6.45. The patient had no urine output at all and foley was irrigated once with no return, IV lasix was given around 7:30 pm with no output. The foley was replaced around 1 am and the patient has had approximately 100 cc/hr out since then without diuretics. Nursing tried to irrigate the foley that was removed to evaluate what the problem was, and nothing came out of the tip.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used drain bag, it with spc and tes intact, and red rubber catheter. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and allowed to rest with no leaks noted. The balloon passively deflated in under one minute with no issues., the catheter was detached from bag and attempted to flush catheter with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) , and no solution would flow through the catheter drainage funnel, upon further eval the drainage eyes were not punched through. Filled bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) through inlet tubing and solution would enter with no issues, no leaks from bag observed. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage bag itself leaking, reportedly in the seam. Recently they had other two events on temperature sensing foley catheter that do not drain. Two patients recently had temp sensing foleys placed that needed to be removed and replaced shortly after placement. When nursing flushes the catheter nothing comes out of the tip and the drainage hole seems to be faulty. The catheter that customer had was one that needed to be replaced. The patient that came in last night came with a foley from an outside facility that was changed to a temp sensing foley here at 6.45. The patient had no urine output at all and foley was irrigated once with no return, IV lasix was given around 7:30 pm with no output. The foley was replaced around 1 am and the patient has had approximately 100 cc/hr out since then without diuretics. Nursing tried to irrigate the foley that was removed to evaluate what the problem was, and nothing came out of the tip. Per follow up via phone on (B)(6) 2024,the product was being used on a patient when the defect was noticed. The patient status was unknown. Per follow up via phone on (B)(6) 2024, one sample was sent to bard and used on a patient.